Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while they loaded the reload on to the handle and tried to test the stapler, it was unable to fire but the surgeon was able to press the green button and squeeze the handle.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, while they loaded the reload on to the handle and tried to test the stapler, it was unable to fire but the surgeon was able to press the green button and squeeze the handle. Another reload and handle was used to resolve the issue. There was no patient injury.